Event description:
Info received indicates the hi/low down function is not working, due to corrosion/fluid ingress onto the 22-position connector on the retracting frame.

Manufacturer narrative:
The tech replaced the 22-position connector to repair the bed.